Manufacturer narrative:
Device received error 38 during rewind, received no delivery or occlusion and drive or motor anomaly due to corroded motor home switch. Unable to perform displacement test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38. Motor tested outside the device and received pump error 38 at rewind.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received insulin flow blocked alarm during bolus. The customer's blood glucose was 167 mg/dl at the time of incident. Customer also mentioned motor anomalies. Troubleshooting was done however it was not complete due to insulin flow blocked alarm not being able to be cleared. The insulin pump will be returned for analysis.